Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
New information received revealed that through remote transmission, lead noise was observed and the patient was asymptomatic.

Event description:
It was reported that during a device change-out, x-ray revealed externalized conductors. Electrical test revealed normal values. The lead remains implanted and patient will continue to be monitored.